Manufacturer narrative:
The manufacturer previously reported a third party service center replaced a system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was found to be consistent with physical damage to ferrite (e9).

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "ventilator inoperative" condition occurred. The device's system board was replaced to address the issue.